Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient passed out after receiving shocks. It was believed the device was undersensing. When the patient came back for another follow-up, patient has experienced two ventricular fibrillation (vf) episodes due to intermittent undersensing. The programming change was made. The patient was stable.